Event description:
It was reported prior to using bd bactec¿ peds plus¿/ f culture vials (plastic) four boxes were missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 5015391. D4. Medical device expiration date: 20-oct-2025. D4. Unique identifier (UDI) #: ((B)(4). H4. Device manufacture date: 15-jan-2025. The information for the additional 510k is as follows: g5: PMA/510(k)#: k173873. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd bactec¿ peds plus¿/ f culture vials (plastic) four boxes were missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: catalog (B)(4). Batch no. (B)(4). Customer reported a case without carton label ID. Photos without the carton label were provided. Bd was unable to reproduce customer¿s experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for presence of carton label. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed based on photos provided by the customer. A technical assessment was performed to determine if the carton labeler accraply had mechanical issues and/or breakdowns on the dates the batches were manufactured. Upon evaluation of breakdowns/incidents reports, there were no problems reported. Investigation also revealed that preventive maintenance was completed on time as scheduled. Production reports were also evaluated, and no problems were reported on those dates that may be associated with the mentioned issue. The case reject system which includes barcode scanner, position sensor, reject cylinder including solenoid valve and the reject confirmation system was challenged and found to be working as expected. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.